Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4: unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the 3t heater cooler system. The event occurred in (B)(6) united states. Livanova field service engineer dispatched onsite confirmed the event; the patient bridge has been replaced. Functional verification tests have been performed and the unit has returned to service in its expected functions. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the heater cooler system 3t displayed error messages pump 2 and 3 are using too much power (e17 and e21) on the patient side. The event occurred during procedure. There is no report of patient injury.